Manufacturer narrative:
B3: the event occurred during an unspecified date of december 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a separation between the tubing and spike. The reported condition was verified on the photo sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set dislodged from the spike. This was observed while prepping the line with normal saline. There was no patient involvement. No additional information is available.